Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated he has checked all his supplies and could not find anything wrong with his set up. The hp stated he did not disconnect himself from the hc and all the unused lines were clamped closed. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The tsr advised the hp to start over with all new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during fill 1 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that blood temperature readings were inaccurate and it was unable to measure continuous cardiac output. There were no patient complications reported.